Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, " appropriate device selection for transcatheter atrial septal defect closure using three-dimensional transesophageal " was reviewed. The research article is a retrospective single center experience to assess the usefulness of 3d-tee for the preprocedural analysis of atrial septal defect(asd) morphology based on the results. Amplatzer septal occluder (abbott) and occlutech figulla flex ii occluder (occlutech international ab) were associated with the study. There is no allegation of malfunction of the abbott device. The article concluded that three-dimensional tee is useful for comprehensively evaluating the morphological characteristics of an asd. The author of the article is hiroki kitakata, department of cardiology, keio university school of medicine, tokyo, japan. The corresponding author is yuji itabashi, department of laboratory medicine, keio university school of medicine, shinanomachi 35, shinjuku-ku, tokyo 160-8582, japan with the email ybashi@keio.jp.

Manufacturer narrative:
As reported in a research article, one patient had an amplatzer asd occluder with embolized after deployment. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.